Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) units printer is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge fse dispatched to see the issue and inspected paper and found that paper was inserted reversed. Inserted paper properly and printer printed as per manufacturer specs. He performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer.